Manufacturer narrative:
The samples were lithium heparin plasma without a gel barrier, and were centrifuged for 10 minutes at 3400 rpm. The samples were not short draw and there was no visible fibrin. The customer has a protocol to repeat all elevated accutni results. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(6) 2011 and met the specifications. Service was on site on (B)(4) 2011, and performed a preventive maintenance. The fse replaced the wash pump seals, and cleaned the wash carousel and the incubator track. After a system check failed, the fse replaced wash pump belt, wash valve rotor shaft and the wash valve assembly. A system check and a high sensitivity system check were performed and met the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cutoff and within the risk stratification range, generated by access 2 immunoassay system for three patients' samples. The results were not reported out of the laboratory. Subsequent testing produced lower results within the risk stratification range and the normal reference range. There was no report of death, injury, or change to patient treatment associated with this event.